Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed distal tip cover burn/discoloration issue could not be determined, however, it is likely that the issue was due to use of a high energy endo therapy accessories such as laser or high frequency endo therapy accessories being used without maintaining enough distance from the tip of the endoscope. The event may be detected/prevented by following the instructions for use sections below: bf type 260 series operation manual chapter 3, preparation and inspection, section 3.2, inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited tip cover discoloration. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.